Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the keyboard to resolve the issue. The device then passed all testing.

Event description:
It was reported that a ventilator reset key was not working. There was no patient involvement.